Event description:
The facility representative reported a colleague infusion pump with a defective display. This condition had the potential to interrupt delivery. It is unknown when this condition occurred. According to the hospital representative, no patient involvement, injury, or medical intervention had been reported related to the device. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). The device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition was confirmed and reproduced. The assignable cause was determined to be spot on a main display. The main display screen was replaced to fix the reported condition. The user interface module software version is colleague 2006(5.09.90). Additional investigation is being conducted through (B)(4). A service history review revealed no previous service events were related to the reported condition.